Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found the no visible damage. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Investigation code (B)(4): lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -2.75 into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to excessive vault. The cause of the event is reported as unknown.